Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room and while there the nurse stated the patient had ¿coded¿. A rhythm check was done and it was found that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead exhibiting high rate non-sustained episodes and a high number of short v-v intervals. There was oversensing noted for the rv lead on the recorded ventricular fibrillation (vf) episodes, of which the oversensing appears to have caused inappropriate withholding on ventricular therapy. The rv lead remains in use. No further patient complications have been reported as a result of this event.